Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported kinked tubing because the set was discarded by the customer. The root cause of this failure could not be identified.

Event description:
Customer reported the tubing was found kinked right above the upper blue fitment during an infusion. The pump did alarm. Due to a lack of flow, the pt ended up having an occluded PICC line and required cath-flo to declot it. Customer reports that their bags were hung high enough. It was also reported that the tubing is softer at the kink site after fluid has been infusing as opposed to when opening the package to begin the infusion. The customer provided a picture of the issue. No product was saved. Customer stated that no further pt or event info is available.